Event description:
Knee revision performed on (B)(6) 2014 by dr (B)(6) at (B)(6). Revision due to pain and loosening of components. Revised to stemmed pfc components. Tibia was well fixed. Original surgery was performed on (B)(6) 2008 at (B)(6) by dr (B)(6) revision. No further information available. (B)(6) 2014 - update: all femoral components were revised. The augments are attached to the femoral component in an attempt to re-establish the patient¿s joint line. The tibia was solid and stable. The femur was 'hot' on bone densitometry and patient had pain. Intra operatively it was confirmed the femur was loose. Ps has not attended any previous surgery¿s for this patient and dr (B)(6) has no prior history of this case. New case logged to capture 1st revision (B)(4), product details provided by customer services. (B)(6).

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Per customer request, a DHR review was conducted on the provided product and lot combination and no annomalies were noted. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).